Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ i.v. Catheter 22ga x 1.00in (0.9 x 25 mm) (vialon e) leaked blood. The following information was provided by the initial reporter: "after punctured, blood leaked from connection of catheter and catheter adapter."

Manufacturer narrative:
H.6. Investigation summary : six photos, one actual sample, and 160 representative samples were received by our quality team for evaluation. All of the samples were subjected to catheter leak testing and visual inspection. The actual and representative samples failed the catheter leak testing and it was observed that the inner luer was dented on the returned actual sample. The incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. During the pick and place of the adapter, the picker jammed causing the inner luer to be dented. The spring of the picker device was found to be broken. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that bd insyte¿ i.v. Catheter 22ga x 1.00in (0.9 x 25 mm) (vialon e) leaked blood. The following information was provided by the initial reporter: "after punctured, blood leaked from connection of catheter and catheter adapter."